Manufacturer narrative:
(B)(4) date sent to FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: one unopened sample of the product code j305h was returned to ethicon inc for evaluation. Upon visual analysis of the returned sample, it was observed the foil with a hole and the hole appears to be caused outside to inside by an unknown object affecting the integrity of the sterility. In addition, needles were positioned correctly in tray and the paper wasn¿t damaged. Due to the damages found on the device the compliant is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: visual analysis of the picture received determined that an unopened sample of product code: vcp771d with a hole appears to be caused outside to inside, however, the assignable cause of the reported condition cannot be determined in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested and the following was obtained: was there any puncture, breakage or rupture in the package that could compromise the sterility of the device? Yes, there was puncture in the package. Procedure name? Unknown. A manufacturing record evaluation was performed for the finished device lot number qjmkba / vcp771d, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The primary package of the suture was found damaged with a puncture prior to planned use. A new like device was used to complete the procedure and there were no adverse patient consequences reported. Additional information was requested.